Event description:
It was reported that a pericardial effusion occurred. In (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device was implanted. There were no complications that were reported. At the 45-day follow-up, a pericardial effusion was noted. A pericardial window was performed. At an unknown time, the patient died due to ventricular tachycardia and multiple comorbidities.

Event description:
It was reported that a pericardial effusion occurred. In (B)(6)2019 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device was implanted. There were no complications that were reported. At the 45-day follow-up, a pericardial effusion was noted. A pericardial window was performed. At an unknown time, the patient died due to ventricular tachycardia and multiple comorbidities. It was further reported that there was no note or consult from the admission linking the pericardial effusion to the watchman device. The notes state it was an incidental finding on CT which was being done for his lung cancer.